Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having an insulin pump that was over ten years old and was malfunctioning. Customer reported that buttons were hard to press and display screen seemed frozen. Customer also reported of receiving a button error alarm. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to no button response. No frozen screen noted and time clock advances properly. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube and shifted end cap sticker.